Event description:
It was reported that a transfer set became disconnected from the patient line. This occurred during therapy. A technical service representative (tsr) instructed the patient care giver to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.